Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check te messages) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the was an open pulse wire inside the cable connecting the distribution node (dn) and the front te between the dn and ECG electrode b. The cause of the check te messages is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing continuous 'check te pad' messages.